Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 814:04 was confirmed during product evaluation. The root cause was determined to be a faulty pump head module (phm) on channel c. The phm on channel c was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility reported a colleague infusion pump with failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.